Manufacturer narrative:
Device evaluated by manufacturer: synergy ous, mr, 4.0 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent detached and separated from the device. The centre struts were bunched and overlapping, struts at both stent ends did not appear damaged. A visual examination of the balloon found, balloon wings were tightly folded and did not appear to have been subjected to positive pressure, crimp stent markings were evident on the exposed balloon wall indicating overall crimp contact between the coated stent and balloon. The product stent protector was returned for analysis with the device and the internal diameter (ID) was measure and was within specification. Based on the specified stent protector profile and the maximum crimped stent profile, there is no issues to note with the interaction between the two components. A visual and tactile examination found several hypotube kinks along the full catheter length. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. During preparation of a 4.00mmx16mm synergy¿ drug-eluting stent, it was noted that the stent had dislodged when it was taken out from the protective sheath. The procedure was completed with another synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. During preparation of a 4.00mmx16mm synergy(tm) drug-eluting stent, it was noted that the stent ha dislodged when it was taken out from the protective sheath. The procedure was completed with another synergy(tm) drug-eluting stent. No patient complications were reported and the patient's status was good.